Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may suffer from twiddler's syndrome. The right atrial (ra) lead dislodged to the subclavian vein. An alert for high thresholds was observed. Rising thresholds were also noted. High and undefined impedance measurements were reported. No capture and no sensing was noted on the ra lead. The ra lead was attempted to be repositioned but there was tissue found in the helix. Therefore, the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.